Event description:
It was reported two balloons ruptured, one at the rated burst pressure and one beyond its rated burst pressure during a peroneal angioplasty procedure. No pt complications resulted from this event. These devices have not been rec'd for eval. Therefore, no failure analysis is available. To date, no further details regarding the circumstances surrounding this event are available. Should further details become available, a supplement will be forwarded at that time. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the devices and without further details regarding the circumstances surrounding the event, co cannot determine the exact cause for this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully...balloon rupture at lower pressure may occur in strictures exhibiting sharp points due to calcified material or staples...if resistance is felt when removing a guidewire through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel."